Event description:
Physician reports pt was treated for internal hemorrhoids. With redfield infrared coagulator. Pt tolerated procedure well and described post treatment bleeding as "a touch" and "very little bleeding". The day after the third treatment the pt was found passed out on bathroom floor and taken to ER. Following surgical intervention and treatment with IV fluids, meds and blood products. Pt passed away. Medical examiner determined not to perform autopsy.